Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 something from the tip came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The silicone was observed to be intact on both the cold and hot jaw. The heater wire was detached at the tip of the hot jaw. The heater wire remained attached at the base of the jaw. Tissue and char buildup was observed on the jaws. Based on the returned condition of the device the reported complaint was not confirmed for "peeled silicone insulation" but was confirmed for the analyzed failure "bent wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 something from the tip came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.